Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Failure analysis found the primary finding of the damaged teflon to be related to the customer reported complaint. The harmonic ace instrument was found to have a broken teflon pad. A piece measuring 0.044" x 0.078" was broken off and was not returned with the instrument. An additional finding not reported by the site was also identified: the harmonic ace instrument was found to have scratch marks/abrasions on the blade which could cause the generator to fault to prevent the blade from getting more damaged which may lead to breaking. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the harmonic ace (480275-08/m902001060139) associated with this event has been performed. Per logs, the harmonic ace instrument was last used in a procedure on (B)(6) 2021 on system sk1648. The alleged instrument had 0 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and following additional information was provided: the harmonic ace instrument distal tip showed some teflon pad damage that lifted up one side of the pad. The teflon pad damage seen is most likely due to user mishandling. Fae found difficult to determine whether the pad is thermally or mechanically deformed, but either way, both forms of damage are typically attributed to mishandling/misuse. This complaint is being reported based on the failure analysis findings. Failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the white teflon tip of the 8mm harmonic ace instrument broke without any collision. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip which attached with the jaw of the harmonic ace instrument broke. Fragments did not fall inside the patient, only the tip was damaged. The harmonic ace instrument was used for an hour prior to the issue. The instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. The instrument did not collide with any other instruments. There was no patient injury.